Event description:
It was reported that an asymptomatic patient presented to the clinic. The right ventricular lead exhibited loss of capture and loss of sensing. The lead had dislodged and perforated the patient. The lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.